Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Event description:
A health care professional (hcp) from australia called to report that while arranging the microlet lancet boxes their pharmacy had ordered, she cut herself on the palm of her hand and then also pricked herself on the finger. On closer inspection, she found a box of microlet lancets with a lancet sticking through the corner of the box. The lancet did not have a protective cover. She reported the incident to her territory manager. No medical intervention was required. Replacement lancets were sent to the hcp.

Manufacturer narrative:
An investigation of the microlet lancets was performed at the supplier site, htl. Upon investigation, it was found that during the production phase, raw needles are separated from the finished product (needles in plastic moulding) by a separator, which has a vibrating drum with hole/slots. The probable cause of raw needles not being separated from the finished product could be plastic particles, which were deposited in the holes/slots and thus prevented proper operation of the separator. In order to increase the efficiency of separation of needles, a grate has been added during the production phase which prevents the reintroduction of raw needles into the finished product.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d2b (product code) and (d4 (model#, catalog# and UDI#) have been updated. Microlet® lancets with sku#: 6579, 510k#: k220633 and UDI#: (B)(4) was distributed outside the us, therefore, no gudid information exists.